Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the monitor was unable power on. The cause for failure was isolated to the battery ear case was bent causing the battery to not be able to fit into a monitor. The root cause for the damaged case was unable to be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.